Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent cartridge alarm 1 occurred during basal delivery. Customer¿s blood glucose level was in 84-87 mg/dl range. Reportedly, customer reverted to an alternate method of insulin therapy.